Event description:
The physician predilated the obtuse marginal (om) with a 2.5x15mm maverick balloon. A taxus express2 2.5x20mm drug eluting stent was attempted to be placed but would not cross the lesion and caused a dissection. The physician then placed a 2.5x18mm vision stent and opened the proximal portion of the om but the distal portion was occluded with slow to no flow and they were unable to open that portion up. No further complications were reported. Pt status is satisfactory.